Manufacturer narrative:
(B)(4): (moderate tortuosity and calcification of iliacs).

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. The iliacs were tight, with moderate tortuosity and moderate calcification. It was reported that the bifurcated stent graft was implanted successfully. The contralateral limb was unable to track and a separation was noted between the graft cover and the tip of the catheter. They attempted a second time and it still would not track. A burr was then noticed on the graft cover. The delivery system may have also kinked. A second contralateral limb was successfully implanted. No clinical sequelae were reported, and the patient is fine.